Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they were getting a 'speaker malfunction' inop. It is unclear whether the audio was working or not. No adverse patient impact reported.